Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Information received from a patient reported that they had poor communication with their patient programmer and were unable to connect with the implantable neurological stimulator recharger (insr). It was noted that the patient hasn't used their implantable neurostimulator (ins) in months. A manufacturer representative reviewed that the importance of keeping the ins charged to maintain therapy and to consider that the device may be in an overdischarge state after three months of not charging. The patient reported their lower back pain has become worse, and that they were experiencing a lot of muscle spasms and charley horses at night. The patient mentioned that these symptoms typically occur at night, but not every night; they are sporadic. It was noted that those symptoms were the reason why the patient tried to recharge and turn the ins back on but could not. It was further reported that the patient had replaced the batteries in their patient programmer and recharged their insr to full in attempt to help the external devices communicate with the ins, but it did not. The patient will be following up with their healthcare provider (hcp) in regards to the suspected overdischarge and to discuss a potential physician mode reset (pmr). Indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.